Event description:
It was observed during the device inspection, that the light source's front panel was blinking due to socket and front panel malfunction. Also, high light-emitting diode, emergency lamp, and narrow band imaging mode could not be turned on due to main board and turret malfunction. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields:d8, h3, h4. The following field was corrected: b5. Correction to h6 "component code" of the initial report, "4749 - light source" is being corrected to "901-panel", "967-socket", "427-circuit board correction to h6 "medical device problem code" of the initial report, "1184 - display or visual feedback problem" is being corrected to "1435 - no device output" and "1476 - failure to power up". Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is presumed that the whole front panel blinks due to a malfunction of the socket and the front panel and it is presumed that the emergency lamp cannot be turned on due to a malfunction of the main board and the turret. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source front panel malfunctioned. There were no reports of patient involvement.